Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available for return.

Event description:
It was reported that the directinject was injected into the surgical sight and it was noticed during a post-op scan, that a white foreign substance flowed into the dura. There is no further information known at this time.